Event description:
Reporter stated the pt experienced elevated blood glucose, over 900 mg/dl, and stomach pains. Reporter stated the pt was also extremely thirsty, became delirious and fell to the floor. Pt was admitted to the hosp and put on an insulin drip and fluids. The hosp personnel adjusted the basal rates of the pump user over their 3 day stay, as their blood glucose levels came down.